Manufacturer narrative:
Submit date: 8/24/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. Customer reports that upon opening the plastic container of the syringe they noticed that the rubber was not flush with the plunger. There appeared to be melted plastic attached to the wall of the syringe.